Manufacturer narrative:
(B)(4). The product was not received for analysis, and review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not received for analysis, and without the product, the reported events could not be confirmed. Review of the lots revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaints. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that the deltamaxx (cdx180520-30 / c30683) could not be detached, although the pre-detachment electrical check had been successful. The physician re-connected the deltamaxx to the cable, then this time the green system ready light did not illuminate. It was replaced with another coil with the different lot #. It was also reported that when the physician attempted to insert the deltaplush (cdf100256-30 / c27103), the introducer sheath became split open from the middle and the dpu got exposed, thus the dpu could not be inserted. It was also replaced with another coil with the different lot #. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. No visible damages were noted on the products prior to the event. There was no unintended detachment of the coils observed in the vessel or in the mc. Due to the fact that the patient was a hbv carrier, the complained product has already been disposed. No further information is available. The procedure was the percutaneous reservoir-catheter placement at the gda and the a-mca. The patient was a male of unknown dob, whose vessels were moderately torturous but the calcification level was unknown. A prowler lp es (lot unknown) was used for this procedure. An enpower detachment control box and cable were used (catalog and lot unk), and all connections appeared to fit properly without application of excessive force. After the event, the same connecting cables and dcb were used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no further information was available.